Event description:
It was reported that the patient underwent an unknown surgical procedure approximately 10 years ago and mesh was implanted. Following the procedure, the patient experienced erosion of middle urethral sling through to the urethra. The patient experienced hematuria, infections, and urinary urgency. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).